Event description:
Patient was undergoing a laparoscopic cholesystectomy. The harmonic scalpel became hot and was still smoking when it was out of the patient. It melted the drape onto the connector of the endotracheal tube. The patient was not burned. The harmonic scalpel was removed and replaced with a new one. There was follow up education with the surgeon and staff. The team leader stated: the tips do get hot - generally the doctor hands the scrub the device after it is used so they can monitor it. He did not do that in this case and laid it on top of the drape away from the scrub.ethicon sent a box to return the device to them for testing.